Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited intermittent loss of capture (loc) on the left ventricular (lv) lead. Review of device data indicated that the loc was consistent with the programmed output being below the measured capture threshold. Technical services (ts) recommended assessing the lv threshold with alternative pacing vectors to optimize capture. Right ventricular (rv) capture was maintained; therefore, no asystole was observed. No adverse patient effects were reported. This crt-d remains in service.